Manufacturer narrative:
A partial lead with the distal tip measuring 46.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that prior to the procedure, lead fracture was observed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range high voltage lead impedance was observed. It was recommended to bring the patient into clinic and perform arm movements while updating impedances.